Event description:
It was reported that the ventilator did not supply adequate oxygen values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not supply adequate oxygen values. Identification of issue has been done by analyzing problem description, service report and photos of the device¿s logs. According to the information provided by the technician, the customer reported that the ventilator was not supplying set values of the o2 during use on patient. The device was checked and no deviation was found. Device successfully passed pre-use check 3 times. The device was delivered to the user in working condition. Review of the provided photo of device's logs confirm occurrence of the reported issue on date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as respiratory rate low or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as a leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leakage.